Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2003 (B)(6); 69474 implantable tachy lead 2003 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
The ICD was later explanted and replaced.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had a shorter than expected longevity. The ICD rem ains in use but will be monitored closely. No patient complications have been reported as a result of this event.